Event description:
It was reported that during implant, the device exhibited high impedance values and inappropriate ams episodes when connecting the lead to the device. Another lead was used. The patient¿s condition was good after the event.

Manufacturer narrative:
The reported field event of high lead impedance when connecting the lead to the device was confirmed in the laboratory. Visual inspection identified excess parylene on the atrial lead ring contact spring. It is believed that the excess parylene prevented the lead from fully inserting into header.

Manufacturer narrative:
(B)(4).